Event description:
It was reported by service report that the foot piece on trio bed was broken. It was reported that there was a patient involved, however, there were no adverse consequences reported as a result of this issue.

Manufacturer narrative:
Result - latch.